Manufacturer narrative:
D5,h4: information not provided by affiliate. H6; evaluation code #400(other); yeilded jaws.

Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the rep clips fell into the abdomen. There was no consequence to the pt.